Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. Inflation was performed two times; however, during the second inflation at 10 atmospheres in 10 seconds, the balloon ruptured at the shoulder part. The device was removed without any problem, and it was noted a pinhole. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital. Initial reporter city - (B)(6).